Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 30, 2018 - august 01, 2018. The device was received for evaluation. A visual inspection was performed which revealed a tear at the middle right edge of the bag. Magnified inspection was performed and tear/hole was observed in the middle right edge of the bag. Functional testing was performed which revealed a leak at the middle right edge of the bag. The reported problem was verified. The cause of the hole was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.